Manufacturer narrative:
Date of event: date of event: estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2011 to treat degenerative mitral regurgitation (mr). One clip was implanted, reducing mr from 3-4 to 1. A few weeks ago, (date not provided), the patient returned for a follow up visit. The patient was experiencing dyspnea. Echocardiogram was performed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr increased to 4. On (B)(6) 2021, a second mitraclip procedure was performed. One clip was implanted reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The reported patient effects of mitral regurgitation (mr) and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The investigation was unable to determine a cause for the reported single leaflet device attachment/slda. The recurrent mr was due to patient condition. Dyspnea appears to be a cascading effect of the mr. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.